Event description:
It was reported that pocket infection occurred. The patient's implantable pulse generator (ipg) system was explanted, after confirmation of infection. Positive blood cultures confirmed staphylococcus aureus as the causative microbe. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).